Event description:
It was reported that the patient presented in-clinic for an follow up. Upon interrogation it was noted that the pacemaker exhibited oversensing of far r wave that caused inappropriate mode switch. Programming changes was made. The patient was stable throughout.